Event description:
Pt admitted to hospital for arthroplasty of wrist, during the arthroplasty, the ceramic collar tip of the arthrowand fragment inside the wrist. The fragmented piece were removed and the tip was replaced.